Manufacturer narrative:
Additional narrative information: age at time of event: unknown. Date of birth and gender: unknown. Patient weight: unknown. Ethnicity and race: unknown. Device evaluation: one opened patient interface was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris on the cone from patient eye during treatment. Treatment was completed and no patient harm was reported. No further information provided.